Manufacturer narrative:
Patient weight not available from the site. RMA issued and a replacement device was shipped to the site on (B)(4) 2014. The device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the instrument was broken off and twisted. The reported event was confirmed. The most likely root cause was excessive force applied to the tip of the driver due to encountering high bone density. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the tip of the driver instrument broke while the surgeon was placing a screw. The surgeon was using proper technique but the patient had extremely hard bone and unique anatomy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.